Event description:
Cotton of tampon stays inside [foreign body in reproductive tract]. Tampon cotton pulls off [device breakage]. When pull out tampon cotton pulls off [complication of device removal]. Cause was traced to design [manufacturing issue]. Consumer reported via e-mail that tampon cotton pulls off when she removes tampon. No serious injury reported.

Event description:
Cotton of tampon stays inside [foreign body in reproductive tract]. Tampon cotton pulls off [device breakage]. When pull out tampon cotton pulls off [complication of device removal]. Cause was traced to design [manufacturing issue]. Case description: consumer reported via e-mail that tampon cotton pulls off when she removes tampon. No serious injury reported.